Event description:
Medtronic received information regarding a thermal therapy system being used during a soft tissue ablation (neuro) procedure. It was reported that the patient had a stroke following a laser ablation procedure. There was no reported delay to the case. Additional information was received stating that the patient was being treated for cancer/brain tumor and was near end of life before the procedure. The patient was expected to begin hospice this week.

Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m016445c001, version #: 3.4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) risk assessment was performed and they found that the adverse event detailed in this complaint describes a visualase (litt) procedure performed and patient suffering from a stroke at an unknown time after the procedure. Information within the complaint email reporting describes known history of end-of-life brain tumor (can-cerous) prior to procedure and assumed reason for visualase procedure. Natural progressive of disease and stroke process with patient entering hospice care. With the limited information available medical safety assesses the reported event of stroke occurring at an unknown time after litt procedure, and its reported severity as not related to the device or therapy. Instead, with limited information available, it is reasonably assumed an inherent surgical or post-operative risk associated with known inherent adverse event that occurs with aggressive end-of-life brain tumors and the natural progression of the disease process associated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported issue was not cause by the software. Analysis found that the software functioned as designed. Recommendations were not followed. Fiber location by the ventricle delivered heat from high power and long ablations to the ventricle. Ablations were as long as 6+ minutes. Negative temperature drift was present of the order of 4.2 celsius per 10 minutes, indicating that no recommendation for drift mitigation was followed, as to avoid undervalued thermometry. Negative drift presence indicates actual temperatures were higher than visualized (thermometry was undervalued). Session¿s imaging lasted as much as 19 minutes without following recommendations for not imaging more than 10 minutes without resetting phase reference, as to avoid increased thermometry inaccuracies. Codes b01, c19, d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.